Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the screen on the system's central control monitor went black with the message "no system computer." As a result, the entire system was changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.